Event description:
The customer reported that when a 12 lead cable is attached to the device, the device shows an error message that ECG is not available. There was no pt involvement.

Manufacturer narrative:
(B)(4).